Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the customer charges the pump, the pump feels warmer to the touch. There were no temperature alarms noted. There was no reported impact to the customer's blood glucose level.